Event description:
The report from the affiliate indicated that: a pt underwent a reportedly elective procedure to the proximal rca. The target lesion was a 10mm, b2, in-stent restenosis of a 3.5x15mm driver stent implanted eight months prior. The lesion was also described as a tortuous, concentric, flexion lesion with no calcification. The site was predilated with a 3.0x20mm balloon at 8atm for 30 seconds. A 3.5x18mm cypher stent was implanted at 14atm for 30 seconds and cypher stent was implanted at 14atm for 30 seconds and postdilated. There was untreated lesion distally--50% stenosis. Seven months later, the pt had chest pain and was brought to the hosp, where a decrease in the st segment and an mi were observed. Angiography confirmed thrombus in the implanted cypher stent. Aspiration was conducted to treat the thrombus. There was progress of disease distal to the implanted cypher, so a 3.5x24mm driver stent was implanted, and overlapped the cypher. Poba was conducted on both stent to complete the procedure. Postdilation and ivus were not done. Timi flow pre and post procedure was 0%. Act was measured at above 200. Residual stenosis was 0%. Pre procedure medications were aspirin 100mg/day, and ticlid 200mg/day, intraprocedure medications were aspirin 100mg, heparin 7,000 units and ticlid 200mg, and post procedure medications were aspirin 100mg/day and ticlid 200mg/day. Add'l info indicated that the pt's ticlid was stopped 49 days prior to the event, the same day an anomaly in the pt's wbc count was discovered. The aspirin was not discontinued. Physician's comments: "the cause of the thrombotic event are due to the following reasons: because cancer was found, the pt's anti-platelet therapy was stopped. The pt was in a hypercoagulable state. During the initial implant of cypher, there was untreated lesion distal to the implanted cypher."